Manufacturer narrative:
The sensor was investigated. Review of in-vivo data through dms shows that ec#30 (led disconnect error) was triggered on 29th january 2022. In-vitro qc test did not find any performance issue with the sensor. However, sensor manager software measurements test of the sensor showed that the led flag for sensor 260312 cleared at field current threshold higher than 412 adc counts which is the root cause of this issue. As part of resolution, the RMA was authorized to offer the user a sensor replacement. D2. Product code updated to qhj. D9. Device available for evaluation? Yes; 09 february 2022. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Event description:
On (B)(6) 2022, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.